Event description:
It was reported that, "pt fell resulting in a transverse fracture or the left femoral diaphysis. Repaired with an orif of the left femur with im nailing. Original intended procedure was im nail left femur and debridement and irrigation of lower leg."

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.